Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's power went off and restarted. There was no patient involvement, no injury was reported.

Manufacturer narrative:
One device was received for evaluation in used condition. Review of the event history showed the, "power lost while pump was on" alarm was recorded multiple times. Functional testing was performed, and the reported issue was confirmed. The cause was traced to an anomalous backup capacitor. The backup capacitor was replaced to address this issue. The device then passed all testing.